Event description:
It was reported that rotawire serapated and snare was performed. The 3.5mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 330cm rotawire was selected for use together with a 1.75mm roatlink plus. During procedure, ablation was performed with a 1.75mm rotaburr but was unable to cross the lesion. Subsequently the ivus catheter was advanced but also failed to cross the lesion. Rotawire was then used together with a rotaburr completed the procedure. However, upon removal the wire it got separated. The fragement was attempted to be removed using snare but failed. A coronary artery bypass graft (CABG) was done to remove the fragments. No complications were reported and patient is stable post procedure.